Manufacturer narrative:
(B)(4). A batch review of possibly associated lot numbers involved in this event will be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was diagnosed with peritonitis while in the hospital for an unknown indication. The patient was treated with unspecified antibiotics. On a later date, the patient was recovering from the peritonitis and discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.